Manufacturer narrative:
This pt with a history of herniated c5-c6 disc and recent MRI demonstrating general basilar tip aneurysm discovered on outside MRI study. The images demonstrated normal antegrade opacification though the left vertebral-basilar artery, left posterior-inferior cerebellar artery, and bilateral superior cerebellar arteries. The basilar tip aneurysm measured 5.4x3.6mm projecting superiorly and bi-lobed with a small 2mm lobule extending superoposteriorly. Since the aneurysm neck measured greater than 3.5mm in the anteroposterior dimension, endovascular treatment would entail either balloon remodeling or intracranial stent placement. Via a prowler select plus an enterprise 4.5x22mm stent was deployed without difficulty. Angiogram confirmed enterprise stent placement with wall apposition of its proximal and distal markers and no evidence of parent artery dissection, rupture, contrast extravasation, or instant thrombus. Antegrade flow was maintained across the stent with opacification of the distal intracranial vasculature. Multiple attempts were made to access the basilar tip aneurysm with a prowler select plus, lower profile sl-10 and sincro ii soft 0.14" and expedient 10 microwires. However, despite ability to access the aneurysm with microwires, advancement of the microcatheters was impossible through the enterprise stent, since significant tension building up in the system and risk of iatrogenic injury increasing. The determination was made to terminate the embolization procedure to allow the stent to endothelialization and optimal expansion as the risk of stent migration in this setting was concerning. Four months after the index procedure, the pt returned for definitive endovascular treatment of the persisting basilar tip artery aneurysm with coil embolization presuming the enterprise stent cells have expanded and the stent has endothelialized over time to prevent stent migration in accessing the aneurysm. Angiograms performed showed a basilar tip aneurysm measuring 5x3.6mm, wide neck measuring 4mm and bilobed appearance projecting superiorly and interiorly. The previously placed enterprise intracranial stent remains in the distal basilar artery extending into the left t1 segment, with no evidence of instant thrombus or instant stenosis since placement. However, measuring the basilar artery diameter and the right t1 segment diameter, it is clear that the maximum dimension is 2.2 and 1.6mm respectively which appears to be somewhat smaller than recommended vessel diameter for utilizing enterprise intracranial stents, and hence stent is oversized and decreases the size of the cells. The physician suspects that this may be the reason for the difficulty crossing into the basilar tip aneurysm with a very low profile sl-10 microcatheter. The embolization procedure continued and the sl-10 microcatheter was advanced over a synchro 0.14" microwire through the vertebral-basilar artery. After multiple attempts at accessing the aneurysm with the synchro microwire, the 45-degree microcatheter could not be advanced into the aneurysm due to significant resistance probably related to the small cell size of the oversized enterprise stent. After multiple attempts and with great difficulty, the aneurysm was access with a synchro microwire and a 90- degree sl-10 microcatheter through the enterprise stent. A matrix #2 360 soft 4mmx80cm coil was attempted. However, in advancing this coil, the microcatheter herniated from the neck of the aneurysm back into the patent basilar artery. The coil was retrieved and again tried to selectively catheterize the basilar tip of the aneurysm through the stent with a synchro .014" microwire. As the 90-degree curved sl-10 microcatheter was again advanced into the aneurysm sac, transgression of the synchro wire from the confines of the aneurysm sac, as well as mild (10-15 point) elevation in the pt's systolic pressure. A right vetebral artery angiogram demonstrated contrast extravasation from the dome of the aneurysm consistent with perforation of minimal rupture. The heparin was reversed with 40mg of protamine intravenously and 5 packs of platelet were administered due to ongoing platelet therapy with aspirin and plavix. Additionally, the pt's blood pressure was immediately controlled with propofol by anesthesia service, and was maintained under 100mm/hg. The hemorrhaging from the dome of the basilar tip aneurysm was controlled by delivering and deploying a matrix #2 360 soft 4mmx8cm coil that confined to the walls of the bilobed aneurysm. The post embolization angiograms showed, adequate coil mass coverage at the neck of the aneurysm resulting in decrease aneurysmal opacification with minimal contrast filling at the dome of the aneurysm, as well as markedly reduced, but noticeable contrast extravasation adjacent to the aneurysm dome. Contrast extravasation from the dome of the aneurysm was noted on three angiograms lasting approximately seven minutes, however after five subsequent angiograms of the (rva) right vertebral artery over a period of 15 minutes demonstrated interval decreasing intra-aneurysmal opacification with contrast stasis in the dome of the aneurysm suggesting impending thrombosis, and no evidence of persisting contrast extravasation from the ruptured dome. There was no evidence of coil tip protrusion or herniation from the basilar artery or right t1 segment. Coil intracranial vasculature with no evidence of interval thrombo-embolic complication. Add'l coils were deployed, but due to precautious microcatheter (sl-10) position some of coil protruded into the parent vessel, therefore these coils (matrix #2 360 ultra-soft 3mmx8cm and 3mmx6cm, and a hydrocoil 2mmx2cm) were not deployed and retracted. However, angiograms showed that the transient rupture of the basilar tip artery aneurysm appeared contained, with no further evidence of extravasation from the dome of the aneurysm appeared significantly intact with minimal contrast opacification and statis within the dome of the aneurysm. A CT scan confirmed the subarachnoid hemorrhage from the transient rupture. Add'l info indicated that the pt is currently in good health without any neurological deficits and in good health. The product will be returned for eval and testing. Add'l info will be submitted within 30 days upon receipt.

Event description:
During the index procedure for embolization of an un-ruptured wide neck basilar tip aneurysm, the prowler select plus and sl-10 microcatheter did not cross the 4.5x22mm enterprise stent. The procedure was terminated and the sl-10 microcatheter, synchro guidewire, guiding catheter were removed from the site. The physician indicated that they would allow time for endothelialization and expansion of the enterprise stent before making another attempt to complete the coil embolization. Four months after the index procedure, the pt returned for coil embolization through the previously deployed enterprise stent. However, during procedure, the synchro wire and sl-10 microcatheter were repositioned and the aneurysm sac was ruptured. The heparin was reversed with 40 mg of protamine intravenously and 5 packs of platelet were administered due to ongoing platelet therapy with aspirin and plavix. Additionally, the pt's blood pressure was immediately controlled with propofol by anesthesia service, and was maintained under 100mm/hg. The hemorrhaging from the dome of the basilar tip aneurysm was controlled by delivering and deploying a matrix #2 360 soft 4mmx8cm coil that confined to the walls of the bilobed aneurysm. Additional coils were deployed, but due to precautious microcatheter (sl-10) position some of coil protruded into the parent vessel, therefore these coils (matrix #2 360 ultra-soft 3mmx8cm and 3mmx6cm, and a hydrocoil 2mmx2cm) were not deployed and retracted. However, angiograms showed that the transient rupture of the basilar tip artery aneurysm appeared contained, with no further evidence of extravasation from the dome of the aneurysm and the aneurysm appeared significantly intact with minimal contrast opacification and statis within the dome of the aneurysm. A CT scan confirmed the subarachnoid hemorrhage from the transient rupture. Additional info indicated that the pt is currently in good health without any neurological deficits.